Manufacturer narrative:
A review of the device history record found all final test verification specifications acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. During evaluation of the treatment tip, damage was confirmed along the rf trace of the tip. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. The datacard was not evaluated so it is unclear if any errors occurred that alerted operator. A review of the manufacturing records showed all requirements were met. No patient injury occurred during treatment. Investigation found that sparks from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
The device has been requested for evaluation. The investigation is ongoing.

Event description:
The user facility reported smoke and sparks coming from a thermage tip during a thermage treatment. This occurred with 1047 reps remaining on the tip. The tip was removed from the patients face immediately. There were no burns or redness on the patients face. The treatment was completed with a different handpiece and a new tip. No patient impact or injury was reported.